Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy since (B)(6) 2016, and that they are having too many accidents. The patient did have a fall, but they experienced a return of symptoms prior to the fall. It was stated that two weeks prior to date notified the walker they use slipped from under them and they fell backwards on the left side and hurt their left arm and shoulder. The patient was told by the healthcare provider (hcp) that their device wasn't working but was not provided any details, and was told they would need to have someone drain their urine twice a day. This isn't possible for the patient as they live in assisted living. The patient was redirected to their hcp. Additional information received from the patient on aug-10 confirmed that the fall was not related to the device. They also had an MRI on the day prior to additional information to check the aforementioned symptoms but won't know the results for several days. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Patient code updated, (B)(4) removed. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.